Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend considering the following event is identified: nail fracture. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the patient had a znn nail implanted on (B)(6), 2016 in the left femur due to pertrochanteric femoral fracture. On (B)(6), 2017 the patient fell on the left hip. The x-rays showed that the nail fractured and the patient underwent revision surgery on the same day. Review of received data: review of the medical documentation was performed by a healthcare professional. Reported event: on (B)(6), 2016, the female patient, born (B)(6), suffered a pertrochanteric femur fracture on the left side, treated with an intramedullary nail (cmn femoral nail, ccd 130 °, left, 10mm, 21.5cm). On (B)(6), 2017, the patient fell to the left side, a fracture of the nail at the level of the lag screw hole was shown radiologically. On the same day the nail was removed and a re-osteosynthesis performed. Primary and revision surgeries carried out at (B)(6). Review of medical documentation: the x-rays were reviewed and the observations are summarized as below. The x-ray dated (B)(6), 2016, is a preoperative x-ray and shows the pelvis of the patient in ap view. A varus dislocated per-/intertrochanteric left femoral fracture is visible. The postoperative x-rays (pelvic ap and semi-axial femur view) show the femur of the patient after osteosynthesis with an intramedullary nail and a cerclage wire. The fracture is correctly repositioned. A small bone fragment is visible on the medial side of the trochanter minor lying outside the cerclage wire. A bone defect is visible in the area of the fracture site at the level of the trochanter minor. Two x-rays dated (B)(6), 2017 show the left femur in ap and semi-axial femur view. On the radiographs, the fracture of the nail at the height of the lag screw hole is visible. The cerclage wire appears intact. Compared to the previous x-rays, the small bone fragment on the medial side of the trochanter minor is not visible anymore, but the bone defect in the area of the fracture site is still visible. A topogram of the pelvis, CT images and mr images dated (B)(6), 2017 are also available for review. The images confirm the breakage of the nail at the lag screw hole. After revision surgery occurred, two x-rays show the patient femur after re-osteosynthesis occurred. Review of surgical notes: implantation report, (B)(6), 2016: diagnosis: pertrochanteric femur fracture on the left operation: closed reduction and nail osteosynthesis + cerclage indication: complex per- to intertrochanteric femur fracture on the left side after a fall. Except for a small ventral chip the closed reduction succeeds on the extension table under fluoroscopy control. After implantation of the nail without problems and easy distal locking, the small ventral bone fragment is repositioned with a cerclage wire. A proper implant placement is noted with a subsequent fluoroscopy control. Follow-up noted: x-ray control on 1st postoperative day and in 4 weeks. Revision report, may 5, 2017: diagnosis: nail fracture in a healing pertrochanteric femur fracture. Indication: nail fracture in a healing pertrochanteric femur fracture, CT scan without displacement, no sign of infection. Surgery: implant removal, medullary reaming, (foreign) spongiosaplasty of the femoral neck, intramedullary nail implantation. Intraoperatively, an unproblematic implant removal is described even though several attempts were performed to remove the nail fragment present in the distal medullary canal. Without implant, the fracture is stable. After removal of the wire, insertion and impaction of spongiosa-cylinders with complete filling of the former canal in the femoral head under fluoroscopic control. Afterward implantation of the new nail is inconspicuously described, with following distal locking with two screws. An anatomical fracture position is noted in the final fluoroscopy control. Devices analysis: the znn nail has been returned with all involved components. The fracture of the nail occurred at the level of the lag screw hole. The distal fragment of the nail evidences some marks on the surface of the lag screw hole and around the internal nail hole. These marks probably originated from the handling during the revision surgery. At the contact points with the lag screw, i.e. On the medial side of the lag screw hole, where the forces are transmitted, there is evidence of deformation. The fracture surfaces are heavily damaged; therefore no fracture analysis is performed. The visual examination of the proximal nail fragment outlines some parallel marks on the surface of the lag screw hole, which plausibly originated from reaming or lag screw insertion. A small amount of nail material is missing from the lateral rim of the lag screw hole. In this area, parallel marks which are compatible with the signs of a reamer can be observed. The contact points of the lag screw with the nail are visible. The fracture surfaces of the proximal fragment are partially polished and damaged. The undamaged areas indicate a fatigue fracture progressing from the lateral side toward the medial side of the nail. Macroscopically the character of the initial fracture part cannot be assessed. Furthermore, no macroscopic material defect, which could have triggered the fracture, could be detected. The deformation observed on the nail, is also found corresponding area on the lag screw. The tip of the set screw is deformed. Except some nicks and scratches on their surfaces probably due to revision, the distal screw and the nail cap do not show any other relevant damages. Review of product documentation the components are compatible according to surgical technique. Root cause analysis: root cause determination using rmw: breakage of implant due to inadequate design of mating components not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to lack of adequate fatigue strength not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to lack of adequate fatigue strength due to anodization not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to incorrect distal nail design for short nails (flexible nail end) not possible a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Breakage of implant due to general corrosion (crevice, pitting, galvanic) not possible the visual examination did not highlight any corrosion. Breakage of implant due to the implant therapy is performed not as indicated possible, the implant positioning and fracture repositioning are correct. A bone defect is visible on the x-rays. Cannot be excluded. Breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture possible, the implant positioning and fracture repositioning are correct. A bone defect is visible on the x-rays. Cannot be excluded. Breakage of implant due to users choose wrong starting point leading to anatomical fitness reduction not possible the implant positioning and fracture repositioning are correct. Breakage of implant due to users select wrong nail diameter,length and/or determine wrong ccd angle not possible the implant positioning and fracture repositioning are correct. Breakage of implant due to users choose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail possible, the instrument used are unknown. Additionally, some drilling signs are visible on the nail fragment. Thus, this cannot be excluded. Breakage of implant due to users applying not enough force to the connection bolt resulting in nail not assembled securely/ drilling of the nail/ imprecise interaction possible, the use of the instruments is unknown. Additionally, some drilling signs are visible on the nail fragment. Thus, this cannot be excluded. Breakage of implant due to users not choose the correct ccd angle targeting guide leading to drilling of the nail possible, the instrument used are unknown. Additionally, some drilling signs are visible on the nail fragment. Thus, this cannot be excluded. Breakage of implant due to misinterpretation or not consideration of facilitating color-code leading to improper use/connection of instruments possible, the instruments used are unknown. Thus, this cannot be excluded. Breakage of implant due to users overtighten the lag screw in the bone not possible the x-rays show a correct position of the lag screw. Breakage of implant due to users position the lag screw that sliding is not possible, the retrieved set screw shows damage at the tip. However, it is unknown if sliding was possible. Breakage of implant due to users over tighten the set screw so that sliding is not possible, the retrieved set screw shows damage at the tip. However, it is unknown if sliding was possible. Breakage of implant due to wrong guide/nail combination chosen (targeting guide & long nail) leading to incorrect targeting and screw insertion possible, the instruments used are unknown. Thus, this cannot be excluded. Breakage of implant due to improper use/connection of instruments leading to damage of the nail possible, the instruments used are unknown. Thus, this cannot be excluded. Breakage of implant due to wrong/incomplete information about limitation and postoperative restriction not possible nothing suggest incompliance breakage of implant due to patient do not follow the post-operative protocol not possible nothing suggest incompliance breakage of implant due to explanted implant is used for new implantation surgery not possible the appearance of the retrievals does not suggest it. Conclusion summary: the complaint reports the fracture of a znn nail approximately 4.5 months after implantation. It is reported that the patient, a (B)(6) female patient, fell on the left hip. After the fall, the radiographs showed the nail fracture and the revision surgery, in form of a re-osteosynthesis was performed. On the available documents, the exact accident date (fall of the patient) cannot be certainly ascertained as the fall is reported to have occurred on (B)(6), 2017, but the nail fracture is already visible on the x-rays dated (B)(6), 2017. The medical documentation confirms the fracture of the nail at the lag screw hole. In the surgical report of implantation it is mentioned that the implantation of the nail occurred due to femoral fracture after patient fall. The (B)(6) patient it is reported two have fallen twice: before the implantation and before revision. However, it remains unknown if the nail fractured and then the patient fell or the contrary. The visual examination of the retrievals reveals in large part the fatigue character of the fracture surfaces as well as some marks, which were most probably originated by the use of surgical instruments. The appearance of the marks on the distal nail fragment can be attributed to the handling during revision surgery, while the marks on the proximal nail fragment could be attributed to the insertion of the lag screw and to the lag screw reamer. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient was implanted a znn cmn nail cpm 10mmx21.5cm 130 l on the left side on an (B)(6) 2016 and the patient underwent revision surgery on (B)(6) 2017 due to nail breakage.